Manufacturer narrative:
Investigation results: conmed linvatec rec'd this device for eval with the tip detached from the shaft. Further investigation observed gouges on the tip/shaft of the device, and metal particulate on the tip threads. The metal particulate and damage to the threads is consistent with the device coming in contact with another instrument/object harder than the tap material, and the gouges are consistent with extended/heavy use. The instructions for use provides these cautions when using the bioscrew tap: upon insertion into the bone tunnel, do not bend or use as a lever arm. The tap should be advanced by manual force only. Do not use hammer, mallet or other instrument to start or drive tap into bone tunnel. The bioscrew tap should be used exclusively with the linvatec bioscrew. However, do not use the tap with the 35 mm or 40 mm bioscrew xtralok absorbable interference screws.

Event description:
It was reported that during an acl repair, this bioscrew tap broke inside the pt's joint. This required the surgeon to create a longer incision to remove the broken portion. The procedure was completed using another device without further incident.